Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0679 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide broke at the hub. Patient was taken to surgery to remove catheter.